Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not turn on when the lid was opened as expected. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The initial medwatch report was submitted in error and is a duplicate of medwatch report # 0003015876-2025-00717. This one is being closed out.

Event description:
The customer contacted stryker to report that their device did not turn on when the lid was opened as expected. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.